Event description:
It was reported that after the initial implant of this right ventricular (rv) lead, the lead exhibited high capture thresholds, x-ray examination did not reveal a dislodgement, and echography revealed a pericardial effusion, thus it was suspected that a perforation occurred. The physician repositioned the lead, however, shortly after the repositioning, the thresholds were high and there was loss of capture; it was suspected that a dislodgement or perforation occurred. A second lead revision was performed, and during the repositioning, the physician felt that the lead may had fractured since the helix was no longer extending. Furthermore, tissue was noticed to be stuck to the helix mechanism. The physician decided to explant this lead and replace it. The lead is not expected to return. No additional adverse patient effects were reported.